Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 17 x 3.21 mm, de novo, and 90% stenosed target lesion contained in a >45 and > 90 degrees bend was located in the mildly calcified and mildly tortuous right coronary artery (rca). The 2.50x20mm promus element ¿ drug eluting stent was advanced to treat the lesion, however, the device was unable to cross the lesion. It was noted that the stent struts were damaged. The procedure was completed with another of same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device is a combination device. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).